Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found. In addition, there was grommet damage and the setscrew was rounded.

Event description:
It was reported that during the implant procedure, when extracting the screwdriver and after screwing on the screw went out from the device together with the screwdriver. The device was not implanted. No patient complications have been reported as a result of this event.